Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. Reported event was confirmed by review of x-rays. Xray review shows widening of the left ac joint. Second view shows placement of a fixation button device. The more inferior button has displaced from the optimal location beneath the coracoid to a position just inferior to the clavicle. The third view shows anatomic alignment after plate and screw fixation of the ac joint. A small density is noted separate from the fixation hardware just inferior to the clavicle and may represent artifact vs. A small displaced metallic density. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to implant fracture two days after primary shoulder surgery. No other additional information was provided

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional/corrective information. Date of event- (B)(6), 2018.

Manufacturer narrative:
The follow up report is being submitted to relay the correct data. The correction made in this report does not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.